Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned clean. The delivery catheter was kinked approximately 29.4cm from the proximal end of the handle. It is unknown how this kink occurred as it was not reported by the user. The tuohy-borst was returned loose. The filter was received in its original loaded configuration inside of the storage tube. No additional anomalies were noted. Functional/performance evaluation: the filter was manually removed from the distal end of the storage tube. All 6 arms and 6 legs were present and intact. The storage tube showed no signs of skiving. The filter failed to advance from the storage tube into the introducer sheath. No anomalies were identified. Dimensional evaluation of the filter was performed and all measurements met the required specifications. Medical records review/ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was returned and confirmed for the filter failing to advance from the storage tube into the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter became stuck inside the delivery sheath; therefore, the filter and delivery system were exchanged for a new filter system that was deployed successfully. There's no reported patient injury.